Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2013. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It is unknown if surgery has been performed. The device was programmed off on (B)(6) 2013.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.